Manufacturer narrative:
(B)(4). Received 9 loose tubes 454428/b141235l for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to standard testing procedures with regards to correct assembly, level mark, filing level, draw volume and additive content. No visual deviation in fill volume, sporadic low or high fill. Could be observed in the tested samples. All tubes tested filled within +/- 10% tolerance range. Additive content found to be within specification in the tested samples. Samples have been evaluated in a blood draw. Good separation was observed in all tested samples when centrifuged at 1800 rcf (not rpm) for 10 minutes within 2 hours. No samples appeared "frozen" as described by the customer. The complaint can not be confirmed.

Event description:
Customer has observed poor separation and the blood not spinning down. Customer advised that sample collection is appropriate. Customer commented that they look like they have been frozen.